Manufacturer narrative:
A quote was provided by (B)(4) healthcare to the customer for diagnostics, the customer did not accept our quote.

Event description:
The hospital reported that, during patient use, the machine turned off and stopped ventilating the patient. There was no reported patient injury.